Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument cautery feature would not work. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook instrument to perform failure analysis. The instrument was analyzed and was placed on the in-house system, and it passed recognition and engagement tests. The instrument was connected to an in-house energy generator and it failed energy delivery test. The instrument was tested for electrical continuity and failed on hook. The instrument was disassembled and found that the conductor wire break was isolated at the distal end. Upon disassembly, the conductor wire was found to be broken inside the yaw pulley at the crimp. No thermal damage was observed. The probable root cause of the broken conductor wire was attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation. This issue can be resolved by using an alternate instrument to complete the procedure.